Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of the device displaying "release shock button" was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs did not find evidence to support the reported event. The reported malfunction of the device being intermittently unable to discharge was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log shows that the end user did not select 30 joules while attempting to perform the 30 joule self-test, causing the condition. The history log shows that when the correct energy level was selected, the device was able to discharge. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed a "release shock button" message and intermittently failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.